Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 237 mg/dl at the time of incident. Troubleshooting found that the customer charged the battery but the pump does not reboot and that the pump display screen is blank. The call was disconnected at this point.